Event description:
A durable medical equipment supplier (dmes) notified the manufacturer of a customer reported failure of an apnea monitor to alarm as designed during a patient disconnect event. No patient harm or injury was alleged. The apnea monitor was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The manufacturer will file a follow-up report when the investigation is complete.